Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc considered that the reported phenomenon was attributed to the communication failure between the endoscope and the subject device due to the unstable electrical connection by the video connector socket corrosion by repeatedly long-term use in a state of insufficient drying because about seven years had passed from the subject device had been manufactured. Olympus stated the appropriate handling of cv-170 and the counter measures against abnormalities in the instruction manual of cv-170.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the rust on the pins of the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the scope communication error b30 was displayed. There was no report of patient injury associated with the event.